Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "fail to occlude fallopian tube" on (B)(6). The patient's medical history included bacterial vaginosis. Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6). To (B)(6). . On (B)(6). 2012, the patient had essure inserted. In (B)(6). 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury related to essure? Yes/psychological or psychiatric problems condition: depression") and anxiety ("psych injury related to essure? Yes/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), vaginal infection ("vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal"), bladder disorder ("received treatment for bladder/urinary problems? Yes") and urinary tract disorder ("received treatment for bladder/urinary problems? Yes"). The patient was treated with surgery ((B)(6). 2013 (surgical removal of coils); tubal ligation). Essure was removed on (B)(6). 2013. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the menorrhagia, vaginal haemorrhage, depression, vaginal infection, bladder disorder, urinary tract disorder and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for bladder/urinary problems? Yes discrepancy in essure removal date: not removed as per current fu dated (B)(6). 2020. The trailing coil length is 5 coiis on the right, 4 coils on the left. Discrepancy noted in hsg result test result: in the previous fu ((B)(6)-2019) in this case result was reported as bilateral occlusion where as the current fu (B)(6) 2020, detailed hsg result is been provided stating that, 'coils noted bilaterally. Failed to occlude left fallopian tube, there remains patency of the left fallopian tube with free spillage of contrast'. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Pregnancy test - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events 'vaginal bleeding, menorrhagia, depression, anxiety (clubbed with previously reported term psych injury)' and fail to occlude fallopian tubes' were added. On (B)(6) 2020: essure removal date was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "fail to occlude fallopian tube" on (B)(6) 2013. The patient's medical history included bacterial vaginosis. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury related to essure? Yes/psychological or psychiatric problems condition: depression") and anxiety ("psych injury related to essure? Yes/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), vaginal infection ("vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal"), bladder disorder ("received treatment for bladder/urinary problems? Yes") and urinary tract disorder ("received treatment for bladder/urinary problems? Yes"). The patient was treated with surgery ((B)(6) 2013 (surgical removal of coils); tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the menorrhagia, vaginal haemorrhage, depression, vaginal infection, bladder disorder, urinary tract disorder and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for bladder/urinary problems? Yes discrepancy in essure removal date: not removed as per current fu dated (B)(6) 2020. The trailing coil length is 5 coiis on the right, 4 coils on the left. Discrepancy noted in hsg result test result: in the previous fu ((B)(6) 2019) in this case result was reported as bilateral occlusion where as the current fu (B)(6) 2020, detailed hsg result is been provided stating that, 'coils noted bilaterally. Failed to occlude left fallopian tube, there remains patency of the left fallopian tube with free spillage of contrast'. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Pregnancy test - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. On 28-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure? Yes"), vaginal infection ("vaginal infections"), bladder disorder ("received treatment for bladder/urinary problems? Yes") and urinary tract disorder ("received treatment for bladder/urinary problems? Yes"). The patient was treated with surgery ((B)(6) 2013; tubal ligation). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: received treatment for bladder/urinary problems? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case become incident, previously added injury nos was replaced with pelvic pain & new events-abdominal pain, general abnormal bleeding, psych injury, vaginal infections, bladder/urinary problems were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.